Event description:
The customer reported that the bios battery was out of service and there was no ipc start up. No pt injury was reported.

Manufacturer narrative:
The MDR is related to ge healthcare complaint. The ge service rep replaced the motherboard on the c-arm and configured the bios system control. The system operates as intended.